Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was observed to flash continuously (activation of fiberlife mode) at 279k joules of use; it was additionally reported that when viewing through the output window of the metal cap, the fiber appeared to be cracked. The fiber was replaced and the procedure continued using a second fiber, which again began to flash after 350k joules of use. The fiber was again replaced and the case continued using a third fiber, which stopped working (the touch screen became non responsive) at 160k joules of use. The case was completed using a fourth surgical fiber. There was no report of injury. This report is for the second surgical fiber used.

Manufacturer narrative:
Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the output window. The fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap and devitrification of the glass cap was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The radial fracture may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.